Event description:
Patient had open, wide decompression followed by 2-level fusion at l4-s1 with peek device / infuse bone graft/ local bone supplemented with posterior fixation. Cts taken approximately 13 months post op showed bilateral heterotopic bone at l5-s1. Right side had eggshell appearance and communicated directly with the interbody space. Additionally, localized resorption was noted at the endplates. A reoperation was performed approximately 16 months post op to decompress. When the eggshell was removed, the posterior edge of the peek construct could be seen directly. Fusion was judged to be solid intra-operatively. Some draining was noted intra-operatively, but the source of drainage was unclear. Surgeon believed that it may have possibly been csf leak resulting from weakened dura commonly seen in stenosis. There was "some" adherence of the bone to the dura.